Manufacturer narrative:
The provided qc data gave no indication of an instrument or reagent issue. The analyzer alarm history did contain abnormal aspiration alarms the investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay (tnt hs) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt hs result from sample a was 0.201 ug/l. On (B)(6) 2019 a new sample, sample b, was tested with a tnt hs result of 0.004 ug/l. Due to the result from sample b, sample a was tested again on (B)(6) 2019 with a tnt hs result of 0.00664 ug/l. The initial tnt hs result was reported outside of the laboratory. The tnths reagent lot was 37069500 with an expiration date of 31-mar-2020 .